Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The device was explanted and replaced. No adverse patient effects were reported.